Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A23: torn a0709: unable to be calibrated g2: this event occurred in france, see section e. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the probe lost the geometric and cannot be calibrated with the navigation system. It was noted to be torn. There was no patient involvement. Additional information was received. It was reported that since the probe was unable to be verified, the millimetric geometry should have been modified. When the instrument is unable to be verified, it is not able to be tracked.